Event description:
This device was implanted on (B)(6) 2005 and explanted on (B)(6) 2012 due to eri with av block and syncope. The procedure took place at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).